Event description:
Through a follow-up by a co rep on 4/9/99 target was informed that "the idc coil was removed with the fastracker catheter. The aneurysm embolization was completed with another idc coils and a new catheter. There were no complications to the pt."